Manufacturer narrative:
The complaint states total shoulder replacement preformed on (B)(6) 2017. Case with gua and apg went well, but after their initial x-ray they noticed that the small humeral protection plate from the gua kit was still left in the patient. They hadn't conducted a post op count and it had been missed. Revision was (B)(6) 2017 and it was successfully moved. Patient required revision surgery to remove the cap. No other issues reported. Protection plate left in the patient. Surgeon thought it hadn't stayed in place properly and had got stuck in between supscap. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received, the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). For any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total shoulder replacement preformed on (B)(6) 2017. Case with gua and apg went well, but after their initial x-ray they noticed that the small humeral protection plate from the gua kit was still left in the patient. They hadn't conducted a post op count and it had been missed. Revision was (B)(6) 2017 and it was successfully removed. Patient required revision surgery to remove the cap. No other issues reported. Protection plate left in the patient. Surgeon thought it hadn't stayed in place properly and had got stuck in between subscap.